Event description:
It was reported that the device alarms "high pressure" during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label is intact. The event log was not available. A visual inspection and functional test were performed, and the reported failure was replicated. Fluid ingress was identified on the pump by the chassis base of the downstream occlusion sensor which causes the issue. The downstream occlusion sensor will be replaced. The root cause of the reported problem cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.